Manufacturer narrative:
Corrected: e1, e3, g2. The investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak and no issues were found. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, the patient could have attached the connector incorrectly causing it to break. Another potential root cause could be the anchor breaking due to incorrect placement. The manufacturer's reference #: (B)(4).

Manufacturer narrative:
The reported device was discarded. An investigation will be carried out and a supplemental report will be submitted once the investigation is completed. Patient race/ethnicity was reported as n/a by the initial reporter. Manufacturer reference #: (B)(4).

Event description:
It was reported from the patient that the daybreak device broke. The patient reported waking on (B)(6) 2025 with a small piece of clear plastic, approximately the size of a grain of rice, broken off in her mouth. The band is also broken. The patient did not suffer any harm, injury or adverse outcome and no intervention was performed. The patient stopped using the device on (B)(6) 2025.